Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was reported to be due to capsular contracture baker grade iii-IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports capsular contracture, baker grade iii-IV. The device was explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the specification, brown particles, and deformation. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reports capsular contracture, baker grade iii-IV. The device was explanted. This relates to the right side.